Event description:
It was reported that the bed had no power,

Event description:
It was reported by repair work order that there was no power to the bed due to a malfunctioned power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that there was no power to the bed due to a malfunctioned power supply board and not the cpu as previously reported.